Event description:
After use of the device for a cardiopulmonary bypass procedure, a warning message indicating that battery backup was not available was observed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.